Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted renal malignancy partial nephrectomy procedure, a broken cable was noted on the fenestrated bipolar forceps instrument. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.